Event description:
Pt reports that he cannot adjust the cassette volume to 100ml. It stops at 99ml. Pt unable to provide serial number. Advised we would send replacement. Pt does have backup device that is working. Replacement to be sent. Pt unable to read serial number on back of device. No further info. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.